Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump history did not record a delivered bolus, and that a second bolus was cancelled without user intervention. The reporter noted that the patient experienced elevated blood glucose (bg) over 250mg/dl but less than 500mg/dl. There were no reported signs or symptoms of hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported pump history issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2016 with the following findings: a review of the black box showed one partial bolus cancel due to a button press on 12/07/2015 at 12:09pm. The pump powered on normally and successfully completed a rewind, load, and prime sequence. A normal 10unit bolus and a 10unit audio bolus were successfully performed and accurately recorded in the pump history. The pump was exercised for 24 hours with no issues occurring. There was no damage found to the keypad and all buttons responded normally. No boluses were cancelled without user intervention during investigation. The complaint could not be confirmed or duplicated on investigation.